Event description:
Additional information was received from patient. They reported they were feeling stimulation sensation migrating as well as experiencing lack of therapeutic effect. Patient asked for assistance changing programs but was repeatedly encountering device not responding message. Patient noted this was unusual as they had previously not had difficulty communicating to the ins. Patent was briefly able to connect successfully but when they attempted to change the program they encountered device not responding message again. Patient can feel the ins but stated it feels like its moving as patient pushes on it. Patient can also only feel the top of the ins and not the bottom. Patient was planning to talk to their healthcare professional (hcp) about burning pain they are having from the outer edge of the incision to their hip. Patient thought it was just residual from sciatic pain initially. Patient was on antibiotics for 10 days and stopped them on monday and yesterday was when patent noticed a line of demarcation where everything was fine, and all the sudden patient was back to baseline urinary symptoms. Patient suspected at first maybe baseline symptoms were caused by eating spicy food or drinking coffee. Patient has also been having fecal issues which they also had prior to implant but had improved following implant. Yesterday patient had at least 8 bowel movements. Patient will follow up with hcp as soon as possible and also asked for manufacturer representative (rep) to be notified. Sent email to rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had contacted their doctor on (B)(6) 2022. The cause of the intermittent flickering/stimulation in hip/down leg and stimulation migrating was determined. The likely cause was listed as a fall shortly after surgery. They had a pelvic x-ray that showed the leads migrated. Impedance testing was done to determined the viable programs (3-4-7) they were trying each program for 1 week then they'd follow up with the doctor. The device was still in use.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2gk0u, implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.